Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: carnelian pixie microcatheter (tokai medical products, type unknown); 1st coil (details unknown).

Event description:
It was reported by the hospital contact that after the 1st coil (details unknown) was successfully placed into the target lesion site, the complaint trufill (B)(4) was inserted. However, the physician experienced a friction at the distal tip of the carnelian pixie microcatheter (tokai medical products, type unknown), and could not push out the coil. It was safely removed together with the mc from the patient. The same microcatheter was used to complete the procedure. The procedure was successfully completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the event. There was no report of any damages to the actual coil. The complained product will be returned for analysis. No further information is available. The procedure was the coil embolization to stop the bleeding at an unspecified target lesion site. The patient¿s details such as sex, dob, and the tortuosity and calcification level of the vessel were not available.

Manufacturer narrative:
It was reported by the hospital contact that after the 1st coil (details unknown) was successfully placed into the target lesion site, the complaint trufill (633-320x/16090476) was inserted. However, the physician experienced a friction at the distal tip of the carnelian pixie microcatheter (tokai medical products, type unknown), and could not push out the coil. It was safely removed together with the mc from the patient. The same microcatheter was used to complete the procedure. The procedure was successfully completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the event. There was no report of any damages to the actual coil. The complained product will be returned for analysis. No further information is available. The procedure was the coil embolization to stop the bleeding at an unspecified target lesion site. The patient¿s details such as sex, dob, and the tortuosity and calcification level of the vessel were not available. A non-sterile trufill push coil 3mm complex was received in coil condition inside of a plastic bag (just the coil was received for evaluation). The coil was inspected and it was found stretched and residues of dry blood can be observed on it. The coil was inspected under microscope and it was found stretched and residues of dry blood can be observed on it. The functional test could not be performed due to the conditions of the received coil. No issues were noted that were considered potentially related to the reported complaint. The failures reported as ¿coil ¿ impeded¿ could not be evaluated due to the condition of the received unit (coil stretched and due to the residues of dry blood). Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore no corrective action will be taken at this time.